Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician removed a large polyp. In the process of placing the clip on the polyp stalk, the clip closed on the stalk, but would not break away. They tried to pull the clip away, and it detached. It was found to be inside of the sheath, after the device was removed from the scope. There was no injury to the patient; the clip did not tear any tissue when removed. The physician had to inject epinephrine into the stalk. The patient was held over night, because of concerns of the size of the polyp stalk, not due to the defect clip. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician removed a large polyp. In the process of placing the clip on the polyp stalk, the clip closed on the stalk, but would not break away. They tried to pull the clip away, and it detached. It was found to be inside of the sheath, after the device was removed from the scope. There was no injury to the patient; the clip did not tear any tissue when removed. The physician had to inject epinephrine into the stalk. The patient was held over night, because of concerns of the size of the polyp stalk, not due to the defect clip. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and returned with the device. A kink was found in the control wire near the handle; the control wire was separated per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. (B)(4)